Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 latch was defective. A field service engineer uninstalled the center column and inspected the latch assembly, then replaced the latch for tower door 2. Fse also adjusted tower door 4 to ensure proper alignment and proper operation. After rebooting the station, fse performed multiple open and close tests in both the application and diagnostics. The auxiliary tower was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 failed and latch replacement needed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.